Manufacturer narrative:
Concomitant medical products: product ID neu_ins_stimulator, product type: implantable neurostimulator. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that he had a device on the right and a device on the left. He was diagnosed with multiple sclerosis and had issues with walking since he was implanted on (B)(6) 2015. He was having issues with his bowels, they had been affected since implant, and therapy had not worked for his bladder since implant on (B)(6) 2015. He had experienced a loss or change of therapy and for a while it wasn't working. He was going more than ever before. An event date of (B)(6) 2015 was noted. He met with a technician on (B)(6) 2015 because he was going every half hour. He met with another technician the week before. It was working on (B)(6) 2015. No product information for the left-side device, potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.